Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not feel stimulation following a surgical procedure to remove adhesions. Communication/coupling issues were also reported. A "poor communication" screen was displayed on the pt programmer and the healthcare provider was unable to adjust stimulation. There was difficulty syncing the clinician programmer and the pt programmer. Additional info has been requested but was not available as of the date of this report.